Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered and shaft kink occurred. Vascular access was obtained via femoral artery. The 70% stenosed, de novo target lesion was located in the non-calcified and moderately tortuous vessel. Following pre-dilatation, a 3.50mm x 16mm liberté¿ stent was advanced to treat the lesion. However, significant resistance was encountered during advancing and shaft kink was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded. The stent was secure on the balloon between the markerbands. The product mandrel and the protective tubing were returned. The protective tubing appeared to have been placed over a damaged stent. The proximal end of the stent had stretched struts and the proximal end of the balloon was bunched up. The shaft was kinked at the guidewire exit notch and 1.5cm from the guidewire exit notch. The shaft was buckled at the proximal end of the proximal balloon weld. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).